Event description:
During an upper endoscopy procedure, the physician used a hemospray endoscopic hemostat. The hemospray did not deploy when the red button was pushed. The device made a clicking noise, but no powder exited the device. The surgical technologist thought the first catheter was clogged and immediately used the second one. A section of the device did not remain inside the patient¿s body. The patient required hemoclips to stop the bleeding and was sent to interventional radiology for follow-up. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The following was initially reported to the FDA: "during an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The hemospray did not deploy when the red button was pushed. The device made a clicking noise but no powder exited the device [subject of report]. The surgical technologist thought the first catheter was clogged and immediately used the second one." A medwatch form (uf/importer report #: (B)(4)) was received on 19-jan-2021 stating there was a localized hemorrhagic mucosa with a bleeding vessel found in the stomach. Two hemoclips were placed on the vessel to stop the bleeding. The physician then wanted to use the hemospray for extra measures to ensure no more bleeding. The technologist opened the sealed package and got the medical device securely and properly ready for deployment on the intended site and when the physician said he was ready for the deployment of the hemospray, the gun did not fire [deploy]. It was making a mechanical clicking and vibrating noise, but no hemostatic agent was coming out of the tip of the catheter. The technologist tried two different catheters that came in the packaging and went through the same process needed to properly deploy the hemospray, but each time the deployment gun did not work. At the time this was happening the patient was not actively hemorrhaging. On 10-february-2021, additional information was received clarifying the event. Two (2) hemoclips were placed on the vessel. The physician wanted to use the hemospray for extra assurance. When the hemospray did not work, the patient was sent to interventional radiology (ir). A section of the device did not remain inside the patient¿s body. The hemospray did not spray and the patient was sent to interventional radiology for follow-up. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of powder was present inside the ring around the nozzle. When tested as returned, the device sprayed powder as intended. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau. Information regarding PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used a hemospray endoscopic hemostat. The hemospray did not deploy when the red button was pushed. The device made a clicking noise, but no powder exited the device. The surgical technologist thought the first catheter was clogged and immediately used the second one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.